Manufacturer narrative:
The table in question would not respond to controls during a procedure. Customer attempted to use backup controls but they were not functioning. Customer placed a service call but did not notify steris of pt involvement until later. After receipt of medwatch from FDA, a steris technician was dispatched to obtain additional info. Steris technician inspected the table and determined that the table's power cord was not fully engaged and that the table's batteries were completely drained. The power supply, ac plate assembly and battery charger were replaced and returned for additional eval. The table has since been placed back into service and has passed routine testing to confirm proper operation. Steris sales rep is in the process of conducting additional in-service training for staff on the proper use of the table during emergency situations, the proper method of using table in ac and battery power mode, and the proper method for recharging the table's battery.